Event description:
It was reported patient underwent a lateral ankle ligament instability repair on (B)(6) 2012. During procedure the juggerknot disposable kit cracked on the rounded edge of the fibia. The guide would not hold after repeated attempts, as a result the anchors could not be inserted properly and was unsuccessfully utilized. A 45 minute delay in the procedure resulted from the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-1771/ 01773). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found the two inserters were bent from the user not being able to find the predrilled hole. We believe the user was applying a force that caused the points to bend and subsequently move from the drilled hole. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-1771-1/ 01773-1).